Manufacturer narrative:
Method - based on the returned actual device and 52 unused samples. (B)(4). The product code and lot number is unknown for this complaint. Based on the customer's sales history, the following are potential product codes, lot numbers/manufacturing dates and expiration dates: lot number 160407s manufacturing date: april 8th - 10th 2016 expiration date: 03/31/2021, lot number 160809s manufacturing date: august 10th -11th 2016 expiration date: 07/31/2021 (3) lot number 160902s manufacturing date: september 1st - 3rd 2016 expiration date: 08/31/2021, lot number 161023s manufacturing date: october 23rd - 25th 2016 expiration date: 09/30/2021. The actual device and 52 unused samples were returned to the manufacturing facility for evaluation. Visual inspection revealed that the actual device was ruptured at 3mm from the tip of the catheter hub. The broken segment was not returned for evaluation. Visual inspection of the returned 52 unused samples revealed no defects. Microscopic inspection of the cross section of the actual device was observed to be deformed elliptically, while the magnified view of the damage was both smooth and rough in irregular patterns. A review of the manufacturing inspection records for the potential lots was conducted with no relevant findings. A review of the complaints files for the potential lots was conducted and no similar events were reported. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the catheter split on the i.v catheter. Follow up communication with the user facility reported: on (B)(6) 2017, the concerned product was properly placed in the patient; on (B)(6) 2017, the catheter was found to be ruptured close to the catheter hub and it was shortly then removed from the patient's skin; it was reported that while the catheter had been placed, the patient had scratched and damaged the catheter shortly after an itching sensation had started to be exposed around the penetrated area; as of (B)(6) 2017, no specific health related injury has been reported.